Event description:
A 58-year-old male with non-small cell lung cancer (nsclc) started optune lua therapy on (B)(6), 2026. On (B)(6), 2026, the patient¿s spouse notified novocure that the patient¿s skin condition had worsened and that the patient had been prescribed an unspecified oral medication. On june 10, 2026, novocure received additional information from the prescribing physician clarifying that the patient had been prescribed topical steroids and fexofenadine hydrochloride to help manage the condition.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).